Event description:
It was reported that device embolization occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was performed, and a 27mm watchman closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was admitted for unrelated complaints, and it was discovered that the closure device embolized to the descending aorta just proximal to the renal arteries. The physician stated the closure device was not limiting flow at its current location. The closure device was percutaneous retrieved with a non-boston scientific (bsc) retrieval device. The patient is expected to make a full recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review procedural media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. Media could not confirm the reported event. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036968301. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required). Risk review a risk review was completed and confirmed that the event of embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was performed, and a 27mm watchman closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was admitted for unrelated complaints, and it was discovered that the closure device embolized to the descending aorta just proximal to the renal arteries. The physician stated the closure device was not limiting flow at its current location. The closure device was percutaneous retrieved with a non-boston scientific (bsc) retrieval device. The patient is expected to make a full recovery.

Manufacturer narrative:
E1 initial reporter first name: updated with additional information received h6: evaluation method codes: corrected from b17 device not returned to b18 device discarded.

Event description:
It was reported that device embolization occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was performed, and a 27mm watchman closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient was admitted for unrelated complaints, and it was discovered that the closure device embolized to the descending aorta just proximal to the renal arteries. The physician stated the closure device was not limiting flow at its current location. The closure device was percutaneous retrieved with a non-boston scientific (bsc) retrieval device. The patient is expected to make a full recovery.